Event description:
A medtronic defibrillator lead 6935m lead was placed approximately 3 years ago, and appeared to fracture or not work properly. Therefore, the implantable defibrillator was beeping and the patient notified the md.